Event description:
A 5/4mm amplatzer duct occluder (ado) was implanted, however, it migrated upon release. Repositioning was being considered but as the ado was about to be snared, the ado embolized into the pulmonary artery and could not be retrieved. The patient underwent surgical retrieval of the ado and the patent ductus arteriosus was ligated. The patient is reported to be recovering well.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.